Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately erratic. The readings were 310mg/dl and 524 mg/dl within 10 minutes. Not within lifescan criteria for precision. The pt was unable/unwilling to state how the puncture area was cleaned. No medical attention was received. The customer care representative performed troubleshooting and twice the control soltuion test was not within range. Based on the information from the pt there is indication the product malfunctioned. The meter was replaced and return expected.